Event description:
It was reported that "while inserting the blocker into the tulip head of screw, the capspin became cross-threaded inside of the persuader and would not rotate properly. Surgeon had to use second persuader in the ray to complete procedure."

Manufacturer narrative:
Method: visual inspection, mfg record review. Complaint history analysis and risk assessment. Results: visual inspection: the returned product was visually inspected and the gold tip of capspin was separated from the shaft. Rub/scratch marks were visible supporting that the pins put in place to maintain the gold part yielded under an iteration of stress and wear and indicates that excessive load may have been applied to the cap spin. Mfg record review: no discrepancies noted. Complaint history analysis: four previous records where it was concluded that the root cause was the result of excessive loads applied on the 2.8 diameter location. Note: hits 2.8 diameter location is the groove where the pins of the cpspin fit. In this event, it was the 2 pins that broke and not the groove. Risk assessment: there were no adverse consequences reported and replacements were available. Conclusion: the instrument may have been submitted to excessive load as evidenced by the rubbing and signs of friction noted on the returned capspin.